Event description:
The customer reported weakly false positive reactions of a sample with seraclone anti-a art. -no. (B)(4), lot 1948100. The affected sample was tested at the (B)(6) as bloodgroup b. The customer has sent us the pt sample but not a vial of the complained lot of reagent. Therefore pt sample was tested with the retention sample in the immediate spin method. The reaction was clearly negative. Only during a longer incubation at 4 degrees celsius which is not in accordance with the instruction for use a +/- reaction was observed. Due to technical problems the molecular typing of the abo blood group was not possible. See scanned page.